Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump began beeping and customer could not access pump features or use the pump for insulin therapy. Pump battery was 90% but when plugged in, no change in the pump occurred. Customer reverted to manual injections for insulin therapy. Customer blood glucose was 149 mg/dl.